Event description:
It was reported that the patient (pt) was charging for a short time yesterday with the recharger and when the pt moved, the recharger screen went off (pt said the recharger "cut off"). Then, today, they got the recharger screen to come on, but when the pt moved the recharger screen went off again and the pt rep could not get the recharger to turn back on. Pt rep mentioned the pt had 4 coupling bars when charging with the recharger. During the call, the pt rep inspected the desktop charger(dtc) and noticed the connector pin was loose and the plate inside the connector pin was on the same side as the arrow. An email was sent to the repair department to replace the dtc. Pt rep and pt called and stated they received the dtc cord but the recharger would still not power on. Ps assisted caller with resetting the recharger and recharger screen did not power on. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 37751, lot# serial# (B)(6), product type: recharger, product ID: 37761, lot# serial# : (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6) ; product ID: 37761, serial/lot #: (B)(6), h3. Analysis was performed on [product ID 37751 lot# serial#: (B)(6)] analysis found that the connector pin was bent. H3. Analysis was performed on [product ID 37761 lot# serial# (B)(6)] analysis found that the cable assembly connector pins were broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.